Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 18 mg/dl; cause was unknown. Customer was admitted to the emergency room (ER) where intravenous insulin and food were provided to treat bg level. Reportedly, the customer left the ER with a bg of approximately 300 mg/dl. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 9:15:12 pm to 10:50:12 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated. 5 tubing fills ranging from size 10.2 to 12.0 units were observed on (B)(6) 2019 from 2:14:20 pm to 2:57:41 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2019, user made bolus requests at 9:11am and 7:49pm without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2019, user made bolus requests at 12:46pm and 7:25pm while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.